Event description:
It was reported that: "after completing the case the ratchet handle for the canal reamers was being disassembled and came apart at the locking mechanism. Instrument was removed from the field and cleaned to be returned to stryker. No adverse affects to the pt are being reported."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.